Event description:
The carrier of the tunneling kit snapped when the extension was being passed through the pt. The same extension was used. There was no harm to the pt. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).